Event description:
It was reported that the collar of the implant fractured at the site. Inflammation and pain were also reported. Implant body remains in jaw bone. Explantation of the remaining implant is medically too risky. Doctor performed membrane covering. Patient has been rescheduled for new prosthetic.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One implant and crown/abutment were returned for investigation. There were no allegations against the crown/abutment. Visual evaluation of the as returned products identified heavy signs of use, wear on the crown. Fractured implant identified at the threads, near the collar region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported implant was located on tooth # 46 (fdi) and was used for approximately 21 years, 1 month. The customer did provide three (3) pictures and one (1) x-ray (images attached in complaint). The provided pictures did show the implant fractured. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU p-iis086gi rev. J 2022/08. Per the applicable IFU, it is stated that breakage may occur following improper techniques used and when device is loaded beyond its functional capability. DHR review: the DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon any new or additional information provided to this complaint. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review: complaint history review was performed for the reported lot number (96807) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant'. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (oss311). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.